Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 400-499 mg/dl and temporary paralysis. Reportedly, the customer delivered a bolus after consumption of carbohydrates; however, customer was not monitoring bg levels, and did not realize bolus was not large enough and did not deliver further corrections. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER the following day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.